Event description:
While attempting to place a 22 gauge protectivcath into the left antecubital space, the nurse was unable to advance the catheter. Upon removal, 1/4 inch of plastic cannula remained in the pt's arm. Plastic cannula was palpable beneath the pt's skin at the insertion site. [It is not known if the catheter was retrieved. The pt outcome after the event is uncertain.] Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working), device malfunction - that is, the device did not do what it was supposed to do.